Event description:
The pt reported, hearing their intrathecal drug delivery pump alarming. Additional info from the hcp indicated the drug used in the pump was lioresal. The pt was experiencing increased spasms and occasional beeping was heard. Indium testing and a pumpogram were performed with no problems noted. The pump was replaced one month later due to continued lack of effect and continued beeping without cause. The pt recovered without sequela.

Manufacturer narrative:
.